Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. A field service engineer re-seated the drawer cables to restore bus communication and enable drawer recovery. The internal pyxibus cable was replaced, and all row board connectors in each drawer were pressed down and verified as secure. The customer tested the drawers, and proper operation was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1,2.2 device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.